Event description:
The customer reported that the fluoroscopic x-ray continued to stay on after releasing the footswitch during pt care cases. This event may have resulted in an aro(accidental radiation occurrence). No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface pcb(gib) was evaluated and replaced. The system software and calibrations were also evaluated and reloaded as part of the event. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.